Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(6), 2011.

Event description:
Pt underwent primary hip procedure on (B)(6), 2008. Revision procedure was performed on (B)(6), 2010 due to late infection. No further complications have been reported.